Event description:
The customer reported that the system exhibited 'fast stop' errors. This error will result in an un-commanded system shutdown. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an on-site investigation. The reported issue could not be duplicated. The system fast stop switches were evaluated and replaced. The system was tested and found to be working as intended and put back into service.